Event description:
The customer reported that the unit would not power on. The customer reported that the unit was in use on patient, but no patient harm reported. The product support engineer (pse) advised customer to replaced the power supply. The biomedical engineer stated that the power supply was replaced to address the issue. The unit is now back in service.